Event description:
According to the reporter, prior to the procedure, while preparing the device, the handle displayed a premature end of life error even when the handle was rebooted. The handle was replaced to resolve the issue. There was no patient involved.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Analysis of the system logs showed evidence of multiple fpga reset/reprogram failures. This condition has a potential for patient harm. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue was confirmed. The most likely cause was traced to device design, software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.